Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that before use cardiosave intra-aortic balloon pump (iabp) unit was not booting and had continuous alarm .there was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d8, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked the unit and found executive proccesor board defective. It need to be replaced for the further diagnosis. Replaced new power management & executive processor board and did the d.01 software update. Now the system is switching on and the battery is kept for calibration. Checked the unit and found all functions working fine.

Event description:
N/a.